Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed. Water tightness was not maintained due to the adhesive peeling between the objective lens and the control button. Additionally, the curved rubber adhesive was missing. There were scratches present on the grip, right lever plate and the surface of the light guide cover class. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned their olympus endoeye flex deflectable videoscope due to an unspecified air/water leakage from the distal end. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the adhesive section of the objective lens has peeled off. This report is being submitted to capture to peeling adhesive noted during the device evaluation.

Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. Correction to the initial medwatch. The aware date should be 21-feb-2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the lens glue was peeled off by deterioration due to complex stress such as mechanical stress by contact with endo therapy accessories, chemical attack by chemical solutions, and so on. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.